Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin on board (iob) reading was inaccurate. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the customer decided to consult with healthcare provider regarding their pump settings to resolve the issue.